Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2017 the patient's pump was alarming for low pump volume. The patient's refill date was (B)(6) 2017. The patient was advised to go to the emergency room (ER) where an on-call physician could evaluate the pump. There were no environmental/external/patient factors that may have led or contributed to the pump alarming for low pump volume. No diagnostics or trouble shooting was performed related to the pump alarming for low pump volume. As an action/intervention the on-call physician resolved the issue by completing a pump refill procedure. Additional information was received from a manufacturer's representative on (B)(6) 2017. It was reported that the pump was alarming for low volume and patient said it was empty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.